Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for low, out of range, high voltage lead impedance. The out of range measurements were reproduced during isometric testing and pocket manipulation. Dft testing was successfully performed and yielded normal high voltage impedance measurements. The patient was in stable condition and the device will continue to be monitored.